Event description:
Information was received that this incident did not involvme a smiths medical device.

Event description:
It was reported that there was a kink in the tube 10 days following placement. A tube change out was performed as a result. No further complications were reported in relation to this event.